Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, ICD memory was reviewed. We confirmed that the device declared eri after experiencing two consecutive charge times greater than the [extended mid-life eri charge time limit of 18.9 seconds. To determine if the device's rate of battery depletion was normal, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use to date and programmed settings. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by charge times in excess of the 18.9 second extended eri charge time limit. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, an eri charge time replacement indicator was declared due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted because elective replacement indicator (eri) was reached, due to charge times of 23 seconds, and battery voltage of 2.62 volts. There were no adverse patient effects reported.